Event description:
It was observed during the device evaluation, the videoscope's connecting tube has coating peeling (1mm2 or more) and the image is not displayed. The issue was observed during device evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failures were identified. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.